Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by approximately 30 minutes. Tandem technical support informed the contact that the pump time could have been affected when the pump was in storage mode due to a separate issue. There was no impact to the customer's blood glucose level. Reportedly, the customer corrected the pump time and resumed insulin therapy.